Event description:
Customer's mother stated that her daughter woke up with a dead insulin pump. Customer changed the battery. Caller stated that part of the display screen is black. The blood glucose reading is 283 mg/dl. Customer will treat with manual injection. Customer is not sure that the insulin pump was delivering insulin through the night, since she woke up with high blood glucose. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.